Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead was exhibiting no capture and had dislodged. The lead was explanted and replaced. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.